Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's vessels were severely calcified, not tortuous and measured 9-11 mm in diameter. It was reported that after the contralateral limb extension was implanted on the left side, the entire limb was ballooned with a reliant. The ballooning was described as "aggressive"; however, the balloon was within the stent graft and was not exposed to the vessel wall. A perforation of the left common iliac artery was then noted (see MFR # 2953200-2009-01771). Another talent iliac stent graft was successfully implanted, which resolved the perforation. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Required secondary intervention) - evaluation results: (arterial trauma/dissection/perforation). (Severely calcified vessels).